Event description:
It was reported that during an unknown procedure the reload did not fire the staples. No patient consequences reported. Procedure was completed with same like product.

Event description:
It was reported that during an unknown procedure the reload did not fire the staples. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the reload was received in good visual condition. The reload had the proximal 5 drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the reload did not fire the staples. No patient consequences reported. Procedure was completed with same like product.